Event description:
Ous MDR - after an implantation time of about 9 months, shock impedance values >150 ohm were reported. The lead and the ICD were explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status at receipt was bos, 20 charge processes had been registered. The memory content of the ICD was checked. No anomalies were noted. The signal sensing and the impedance measurement functions of the ICD were then checked. The signal sensing proved to be free of noise. The ICD sensed supplied signals were free of interference. The impedance measurement functions reacted normally during the test. No anomalies were found during the tests that could be related to the clinical observation. The connection system of the ICD was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and the df-1 standards. There was no material defect or manufacturing error. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be unremarkable.